Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that premature battery depletion was observed. The device remains implanted.